Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had the ins for years and had no trouble with it until today. Patient stated that they sat in their car and started feeling a pulling and tightening bruise like sensation which was hard to describe. Patient also noted feeling extreme stabbing pain in the area where the implant was. Patient also mentioned that since they started feeling the pain around their implant site, they feel the urge to urinate with a burning sensation before and during urination and this started today as well. Patient also noted having a "clammy" feeling. Patient confirmed having no recent falls nor being exposed to strong emi. Patient wanted to turn the therapy off to see if it makes a difference. Agent walked patient through turning the therapy off and they noted after turning the therapy off that the stabbing sensation stopped but they still felt the bruising sensation or feeling right un der the implant site when they press on it. Patient turned the therapy back on to compare the difference, but they mentioned no longer feeling the stabbing pain again which was odd. Agent redirected the patient to their healthcare provider (hcp) to further address the issue. Patient called back later and then mentioned that they had two more pain sensations since the initial call today, but they were not as painful as before they initially called in. Patient stated they will reach out to their hcp.